Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. There was moisture observed behind the display. The pump case was removed and there was moisture internally. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was moisture in the pump. This report is made based on results of investigation completed on (B)(4) 2014.